Event description:
During procedure, when the surgeon pulled back on the handle of the 5mm-37cm ligasure blunt tip laparoscopic sealer/divider handpiece (lot #236281x, ref: lf1537), a loud snapping noise was heard coming from the handpiece. Upon removing the device from the patient's abdomen, it was noted to be stuck in the closed position.the device was replaced with another ligasure, which functioned without incident. No patient harm.what was the original intended procedure?laparoscopic proctocolectomy.